Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, during pin reconfiguration the programmer hanged. It was also noted that there was a loose screw on the display and the lower case was worn. (B)(4).

Event description:
It was reported that the programmer keeps on hanging and cannot be used for programming anymore. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer keeps on hanging and cannot be used for programming anymore. The programmer was returned for servicing. There was no patient involvement.